Event description:
The customer reported that a pyxis anesthesia es system experienced ongoing freezing and application crashing resulting in a thirty minutes to an hour delay in a labor and delivery or. There was no reported patient or user harm.

Manufacturer narrative:
The customer reported that a pyxis anesthesia es system experienced ongoing freezing and application crashing resulting in a thirty minutes to an hour delay in a labor and delivery or. There was no reported patient or user harm. The event is recorded on complaint number (B)(4). A field service technician evaluated the device, removed all in one, reseated cables from docking board, and found that the internal battery was not charging properly. Field service technician replaced internal battery and installed switch bracket. Device was tested and functioned as normal.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1,d1,d4,g1,h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-feb-2020 to 02-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system responding and experiences general slowness due to issue with internal battery. The field service engineer ran full diagnostics, removed all-in-one and reseated cables from docking board and found the internal battery not charging properly. He replaced the internal battery and installed switch bracket. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
The customer reported that a pyxis anesthesia es system experienced ongoing freezing and application crashing resulting in thirty minutes to an hour delay in a labor and delivery or. There was no reported patient or user harm.